Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported experiencing high blood glucose between 300 mg/dl and 400 mg/dl. Customer stated insulin was able to exit from the insulin pump during a fixed prime. Troubleshooting found the customer had an occluded infusion set. The customer also reported their blood glucose rose to 464 mg/dl. Customer reported experiencing abdominal pain and a burning sensation on their feet. Customer reported the cannula was not bent upon removal from their body. Customer stated their blood glucose declined to 405 mg/dl after treatment with insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).